Event description:
An allegation from an attorney indicated the patient implanted with a right ventricular lead is deceased and no further information was provided.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the spring fidelis leads. The actual model and serial number (manufacturing date) associated with the patient is unknown. However model number 6949 is being associated with this event. The lead is part of the advisory for this model.